Manufacturer narrative:
This is the final report.

Event description:
A report was received that pt is having discomfort at the ipg site. The physician moved the ipg pocket site to a more comfortable location for the pt. The pt is reportedly doing well.